Event description:
It was reported that the cassette exhibited a blockage and had no flow. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3, d4: lot number, expiration date, UDI, g4: 510k, and h5: manufacturer date are unknown.

Manufacturer narrative:
D9: date returned to mfg 1/10/2024. Additional information was received that the event did not occur during patient use; there was no patient involvement. Device evaluation: one sample was returned for evaluation. Visual inspection revealed the spike bag was missing at the end of the tubing. Functional testing could not be performed since the spike bag was missing. The failure mode was not confirmed. No lot number was provided; therefore, a history record review could not be conducted.